Event description:
During surgery while the robotic scissors were inside the patient, the spring of the scissor snapped. Per policy, x-ray was completed, and the radiologist spoke directly with the surgeon via telephone without evidence of any instrumentation in the patient.